Event description:
The manufacturer received information alleging an issue related to the ventilator's leak value. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to the ventilator's leak value. The device was returned to the manufacturer's product investigation laboratory for evaluation. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.